Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences implant patient registry department, approximately 4 years post implantation of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted. Medical records were received. Per review of the medical records, the pathology specimen report the final diagnosis for the tavr valve excision stated thickened, nodular, and distorted cardiac valvular tissue with prominent calcifications and minimal lymphohistiocytic inflammation. Bacterial aggregates not identified. Per the explant op report, the existing tavr appeared to have normal leaflets but had significant pannus formation on the superior aspect of the cage.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event of pannus was confirmed based on the provided medical report. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate mechanism described above might caused or contributed to the pannus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event of calcification was confirmed based on the provided medical report. A review of DHR did not indicate that a manufacturing non conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. Per medical record, patient has a history of hyperlipidemia (hld). Hyperlipidemia is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Technical summary is applicable to this complaint because valve calcification was likely due to patient conditions. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.